Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Event description:
Per the audiologist, the patient¿s internal magnet has migrated.revision surgery is planned for replacement of a new sterile magnet, but had not taken place at the time this report was filed april 5, 2010.

Manufacturer narrative:
Per patient's surgeon, the device magnet had migrated out of it's pocket, as a result surgery occurred on (B) (6) 2010 to replace the magnet in its correct position. The implanted device remains in place. (B) (4) : implanted device remains.

Manufacturer narrative:
(B) (4). Implanted device remains.